Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7230363.

Event description:
It was reported that following an implant procedure the patients heart rate spiked. The patient was admitted to the hospital with diagnosis of atrial fibrillation. The physician believed that the patients issue was not procedure related. The patient was doing well postoperatively.